Manufacturer narrative:
Batch review performed on 17 november 2015: lot 123219: (B)(4) items manufactured and released on 28 november 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold with another similar case ((B)(4)). On 18 nov 2015 it was confirmed that the sales agent was not able to get the pathology results. On 19 nov 15 it was prepared a final report with the information above reported. On the same days it was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in complaining of pain in her right knee. The surgeon decided to swap the poly insert along with an irrigation and debridement of the knee. Explants will not be returned. Availability of pathology is pending. X-rays are not available.